Event description:
The customer had an ongoing issue of receiving "0 values" for various assays once per week. Of the data provided, only the ferritin result for one patient sample was discrepant. The initial result was 0 and the repeat result was 258. No unit of measure was provided. Information concerning if the erroneous result was reported outside the laboratory or if the patient was adversely affected was requested, but it was not provided. The reagent lot number and expiration date were requested, but were not provided. The customer and field service representative noticed no sample was pipetted from the patient tube, but no analyzer alarm was generated. It was noted the humidity in the laboratory was low at around 30%. This was suspected to have contributed to the issue.

Manufacturer narrative:
The investigation determined the use of a non-cooled centrifuge was the most likely root cause. At an increased temperature outside of the tube manufacture's recommendations, the gel in tube no longer performs as designed and contaminates the sample surface and subsequent results. The centrifuge was exchanged with a cooled centrifuge and no further issues were noted. The analyzer was confirmed as running within specifications.

Manufacturer narrative:
Additional information was received that no "bad" results have been reported to doctor or patients.

Manufacturer narrative:
This event occurred in (B)(6).